Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they had issues with their sugar glucose vs blood glucose levels. Customer also stated that they had low blood glucose levels around 40 mg/dl. Customer advised they treated their low blood glucose levels with juice and food. Customer declined to troubleshoot for sugar glucose vs blood glucose and low blood glucose levels.